Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient experienced intermittent audio output and a hypoglycemic event on (B)(6) 2016. Patient's husband noticed that the patient was slow to respond and incoherent, checked her receiver, and noticed it was at 44mg/dl. Patient's husband called 911, and gave the patient some orange juice. When the emts arrived, they checked the patient's blood glucose (bg) with a fingerstick, and it was 27mg/dl. That seemed too low, so they checked the patient's bg with a fingerstick again, and it was at 57mg/dl. The emts had the patient drink more juice and eat a peanut butter sandwich. The patient seemed to be recovering and the rcvr showed 55mg/dl. Fingerstick was at 73mg/dl. Emts made sure the patient was stable and then left. No medications were administered. Additionally, the patient tested the attentive profile and fixed low alerts and the receiver did beep. No additional event or patient information was provided.